Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted (B)(6) 2016. 7121 lead, implanted (B)(6) 2008. 5867-3m adaptor, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead was inadvertently dislodged during a generator change. An attempt was made to reposition the lead but it could not be returned to it's original position. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.